Manufacturer narrative:
Patient requested system explant due to ineffective treatment. Explanted devices disposed of onsite therefore no analysis possible. No further action to be taken.

Event description:
Patient arrived at hospital today to have enterra system removed secondary to having no symptom relief. Surgeon removed the system without any complications. The associated parts were disposed of based on hospital protocol.